Manufacturer narrative:
Investigation summary - it was reported that the device was shocking her. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep was contacted to investigate the resolution. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. The hcp reported that the device was shocking the patient. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Product ID 3889-28, lot# va1lp37, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported that they patient had a fall in (B)(6) and the device was shut off on (B)(6) 2018. They also reported that they patient stated they device had shifted and was uncomfortable. Patient has an appointment on (B)(6) 2018 with their health care professional. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jun-16 mpxr 533193 (hcp, rep): information was received from a health care professional via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient's device was shocking her and it was noted that there was no impedance. There were no further symptoms or complications reported or anticipated. 2018 (B)(6) _e1(rep): additional information was received. Manufacturer representative reported that they patient had a fall in february/march and the device was shut off on 2018 (B)(6). They also reported that they patient stated they device had shifted and was uncomfortable. Patient has an appointment on 2018 (B)(6) with their health care professional. No further complications were noted or anticipated 2018 (B)(6)(rep): additional information was received and the manufacturer representative reported that the would be removed on 2018 (B)(6). No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neuro stimulator. It was reported that the patient's device was shocking her and it was noted that there was no impedance. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.